Event description:
A surgeon reported a pt experiencing glare and starbursts following bilateral intraocular lens (iol) implant surgery. The pt reported that things were too bright, but sunglasses helped and there were mild starbursts around lights at night. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/22/2010 by phone. (B)(4).